Event description:
A 6mm x 60mm bridge aurora self-expanding iliac stent sys was inserted into a pt for the treatment of the iliac artery lesion. The vessel morphology is unk. The physician attempted advanced the stent to the intended landing zone, however, the physician experienced difficulties in deployment of the stent delivery sys. The aurora stent delivery sys was removed from the pt. The delivery system was returned to medtronic and the analysis is pending. No clinical sequelae were reported and the pt is fine. Please note that this device (660smgl / lot# 731480) is distributed outside the united states; however, it is similar to the united states distributed product 660sm.